Manufacturer narrative:
Continuation of concomitant products: addrl1 ipg implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead warning for low impedance and a polarity switch occurred approximately four months ago. The rv lead impedance measurements continue to be low. The lead remains in use. No patient complications have been reported as a result of this event.